Event description:
The customer reported being hospitalized for high blood glucose levels. The customer states that he did not have signs of diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the fixed prime and the high pressure test and had not bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.